Manufacturer narrative:
The conclusions will be provided within the follow-up report once the investigation is completed.

Event description:
Arjo was notified about an event with involvement of carevo shower trolley. It was reported that a patient fell out of the device. According to the information received the patient fell while lying on the carevo shower trolley. The side support disconnected according to the caregiver. No injuries were reported as a consequence of the event.

Manufacturer narrative:
Arjo was notified about an event with involvement of a carevo shower trolley. It was reported that a patient was lying on the carevo and fell out of the device. According to the caregiver, the side support of the device released and the patient fell to the floor. It was initially reported that no injuries were sustained by the patient as a consequence of the event. However, during an arjo technician visit at the customer site, it was stated that the patient had suffered minor injuries. A bump on the forehead and a bleeding nose were indicated. The arjo technician checked the device and no defect was found that could have contributed to the incident. The inspection of the side support locking system (locking, fastening, tightening) did not reveal any malfunction. The customer could not say whether the side support was locked or not at the time of the event. The carevo is equipped with two side supports to secure the patient. The side support has three positions, presented in the instructions for use (IFU): inner, outer and folded down. The instructions for use provides information that when side panels are raised to a desired position they should lock and click into place. A caregiver should ensure that the side panels are in locked position e.g.: ¿lift the operating handles and raise/lower the side support to the selected position until it locks and clicks into place¿ ¿to avoid the patient from falling out of the device make sure that all side supports are in a locked position.¿ based on the information gathered, the root cause of the unintentional opening of carevo's side support could not be determined. No defects were found that could have contributed to the incident. According to the information received, it can be hypothesized that the unintentional opening may have been the result of the side support not locked and not checked to be in locked position. In summary, according to the customer's allegation, the side support opened during use which led to the patient¿s fall, so the device did not perform as intended. The technical evaluation did not reveal any malfunction which could contribute to the event. The shower trolley was used for a patient hygiene and in that way it played a role in this event. This complaint was decided to be reported to the competent authorities due to an indication of the patient's fall.

Event description:
Arjo was notified about an event with involvement of a carevo shower trolley. It was reported that a patient was lying on the carevo and fell out of the device. According to the caregiver, the side support of the device released and the patient fell to the floor. It was initially reported that no injuries were sustained by the patient as a consequence of the event. However, during an arjo technician visit at the customer site, it was stated that the patient had suffered minor injuries. A bump on the forehead and a bleeding nose were indicated.